Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067l rf (radio frequency) head. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; rf (radio frequency) head connector on a printed circuit board assembly has cracked solder joints and ECG (electrocardiogram) connector is loose. Both keyboard hinges are broken and the system fan is noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the header port is not working. The header has been replaced numerous times and problem (no telemetry) still persisted. The programmer was returned for repair. No patient complications were reported as a result of this event.